Event description:
The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device was received not deployed. Device data shows that the first priming sequence ended at 46 pulses and then the device was deactivated by the user after second priming sequence at 56 pulses. Timeouts and drive stall were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The rerun data shows that the device was able to rotate with no issue resulting in the device deploying during rerun. Timeouts were replicated in the rerun data. No damages or deficiencies were found to contribute to the timeouts. The needle mechanism was reset and fired properly during the investigation with no issue. No housing or environmental seal damage was found. The high pulse width and drive stall generated during the priming sequence prevented the firing flat from lining up with the release bar at the end of the second prime, preventing the device from deploying. The exact cause of the original device data high pulse width and drive stall could not be determined.